Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A device history record review was completed and documented that device met all specifications upon distribution. Corrections to the h6 codes type of investigations, investigation findings, and investigation conclusions were made. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a balloon tip broke off an embolectomy catheter. There was no allegation of patient injury. Attempts were made for further details of event. However, no additional information was provided by customer.

Manufacturer narrative:
The device is anticipated to be returned for evaluation but has not yet been received. A supplemental will be sent with the evaluation results, as well as the device history record review results when completed.